Event description:
It was reported that a pull ring cap was loose on the home apd systems yume set. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Eight samples were received for evaluation. Seven of the samples were received in unopened pouches and one sample with an opened pouch. Visual inspection found no defects. The reported issue was not confirmed. If additional relevant information is received, a supplemental report will be submitted.